Event description:
It was reported that an asymptomatic patient presented to the or for normal eri change out. Externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.